Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0tjvy, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tjvy, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient&#62688;previous dbs system was removed on (B)(6) 2015 due to infection. If additional information is received, a follow-up report will be submitted.